Event description:
It was reported that the customer experienced intermittent high blood glucose levels. Customer attempted to address bg with a correction bolus. On (B)(6) 2025 customer went to the emergency room (ER) with a blood glucose (bg) level of 507 mg/dl and ketones that were identified as dangerous by a healthcare provider; cause was unknown. Customer was subsequently treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged next same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.